Event description:
It was reported a pin was stuck in the ventricular channel. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - analysis confirmed the customer comment; ventricular pin was stuck in the ventricular channel. Analysis also found that the upper/lower case and side bail covers were broken. The knobs and keyboard were contaminated. The lead flex cover and battery flex were corroded. The battery contacts were compressed and the encoder flex was out of mechanical specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis confirmed the customer comment; ventricular pin was stuck in the ventricular channel. Analysis also found that the upper/lower case and side bail covers were broken. The knobs and keyboard were contaminated. The lead flex cover and battery flex were corroded. The battery contacts were compressed and the encoder flex was out of mechanical specification.